Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. E1: initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needle, there was incorrect label information seen on the shelf pack. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Bd received 4 photos for investigation. The photos were reviewed and the indicated failure mode for incorrect label content was not observed. The 4 customer photos show the lot number on the case carton, shelf carton, and the device itself. The lot number on each layer of the packaging is the same (lot 5092664). The lot number on the device itself is printed on the np shield, the number in question on the label (500016981) is the label material number. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode incorrect label content. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needle, there was incorrect label information seen on the shelf pack. No adverse impact was reported regarding the patient or user.